Event description:
On (B)(6) 2013 at the (B)(6) hospital in (B)(6), it was reported the heater cooler unit 30 (hcu 30) serial number (B)(4) shut down when heating during surgery. The customer power cycled the device and it turned back on but shutdown again when heating. Another hcu 30 was connected and the procedure was completed. There was no patient impact. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Per service report (B)(4) the device was evaluated at the sales and service unit (ssu) and the reported problem could not be reproduced. The 20a circuit breaker was replaced as a precautionary measure. The unit was tested to factory specifications and passed all tests. Reference: (B)(4).